Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving a notification alert for low pacing lead impedance. Device was reprogrammed. The lead was later revised by repositioning and the issue was resolved. Patient is fine.

Manufacturer narrative:
A partial lead with the connector pin measuring 10.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.